Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Aviva insight meter ¿ system 1 ¿ serial number, (B)(4). Back up accu-chek meter ¿ system 2 ¿ serial number, unknown.

Event description:
Customer reportedly received the following results on an aviva insight meter, within 10 minutes: 15.8 mmol/l, and 7 mmol/l customer also reportedly received the following results on an aviva insight meter compared to her back up accu-chek meter, within 10 minutes: 15 mmol/l on aviva insight meter (system 1), and 8 mmol/l on back up accu-chek meter (system 2). These were all done with the same lot of test strips. No serious injury reported. Requested return of suspect device for evaluation.